Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2012: (B)(6). Radiology-CT abdomen/pelvis. Exam reason: rectal bleeding. Impression: possible mesenteric panniculitis. (B)(6) 2012: (B)(6). Radiology-ugi with small bowel. Exam reason: abdominal pain and rectal bleeding. Impression: mild narrowing in the distal esophagus with probable changes of esophagitis. May want to consider direct visualization to further evaluate. No other definite abnormalities. Small bowel is unremarkable. No records between (B)(6) 2012 and (B)(6) 2014 were not provided. (B)(6) 2015: implant record. Graft mesh surgical biomaterial oval dua. (B)(4). Inventory item: mesh srg dualmesh plus 15cm x 10cm x 1mm hole antimicrobial low porosity eptfe ridge strl chlorhexidine serial no: (B)(6). Model/cat no: 1dlmcp03. Action: wasted. Manufacturer: wl gore and associates incorpo. (B)(6) 2015: implant record. Mesh dual plus 1mm x 18m 24cm. Inventory item: mesh srg dulamesh plus 24 x 18cm soft tiss biomaterial antimicrobial strl gore-tex chlorhexidine. (B)(4) serial no: (B)(6). Model/cat no: 1dlmcp06. Area: abdomen. Action: implanted. Number used: 1. Manufacturer: wl gore and associates inc. (B)(6) 2016: (B)(6). Office notes. Chief complaint: pain in the left side of his abdomin [sic] x 1 week. Left kidney removed for donation in 2014. History of present illness: left upper quadrant pain x 1 week present intermittently becoming constant. Pain radiates to back. Has been feeling clammy also, no fevers. Nauseated x 1 week but no emesis. Donated his kidney to his friend few years back, currently not on any meds. Procedure history: hernia repair in 2015, kidney donor in 2014, hemmroids [sic] in 2009. Social history: denies alcohol, denies tobacco. Exam: weight 110.59 kg. Gastrointestinal: soft, non-tender, non-distended, normal bowel sounds. Impression/plan: left flank pain, nausea. CT abdomen/pelvis. (B)(6) 2016: (B)(6). Emergency department visit. Chief complaint: pain in the left side of his abdomen x 1 week. History of present illness: presents with abdominal pain. Onset was 1 week ago, fluctuating in intensity, sharp, radiating none, exacerbating factor none, relieving factor is heating pad. Reports that 3 years ago he donated his left kidney and reports that the pain is in that general location. Has had associated nausea with dizziness, blurred vision, occasional arm pain, and possible blood in bowel movements. Review of systems: abdominal pain, mild, left upper quadrant, left lower quadrant, pain, nausea, no vomiting, no diarrhea. Surgical history: hernia repair in 2015, kidney donor in 2014, hemmroids [sic] in 2009. Social history: denies alcohol use, never smoker. Exam: weight 110.59 kg. Gastrointestinal: soft, nontender, guarding negative, rebound negative, bowel sounds normal, organomegaly negative, mass negative. Medical decision making: his labs are normal and his xrays show a large amount of stool in colon. Impression/plan: constipation. Golytely oral powder. Discharged to home. (B)(6) 2016: (B)(6). Radiology-xr abdomen. Reason for exam: abdominal pain. Impression: no free air or evidence of obstruction. Moderate amount of stool throughout the colon. (B)(6) 2017: (B)(6). History and physical. Had prior incisional hernia repair (B)(6) 2015, noted a tender bulge in the right upper abdomen two days ago while at work. The bulge did go down. It was sore enough that he left work after it came on. It also involved some the pain in the right testicle and right upper medial thigh. He does not notice a bulge when sitting or lying down but does notice it when standing. He developed an incisional hernia 1.5 years after the kidney donation, and had laparoscopic repair with an 18 x 15 cm dualmesh, with four transfascial sutures and a number of tacks, and had unremarkable recovery. He recalls having right testicle pain when the incisional hernia first occurred. He has had a dry cough for about a month since starting work on a hog farm, and describes the work place being very dusty. The cough was particularly bad about one week ago, but has subsided. Social history: began work on a hog farm about one month ago, which involves vigorous pushing or pulling. Abdomen: mildly obese, soft. Mild tenderness at a fascial defect at the upper right end of prior repair. The defect feels about 3 cm diameter; I can feel the edge of mesh which has pulled away. Reducible. No sign of infection. No organomegaly. No inguinal hernia on exam supine or standing. Right testicle is normal. Right testicle and structures above it mildly tender. Assessment and plan: has a recurrent incisional hernia at site of prior hernia repair site. The mesh appears to have pulled away at the upper right edge. He is tender there, and it should be repaired. I recommend laparoscopic repair with a new piece of mesh sutured to both the existing mesh and to the abdominal wall around the defect. Risks discussed including recurrence bleeding, infection, pain and other. Right testicle pain. I cannot relate this to his recurrent hernia. I wonder if he had a muscle strain from his coughing over the past month and developed ilioinguinal nerve irritation from that. Recent cough. Appears to be occupational exposure to hog feed dust. (B)(6) 2017: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic incisional hernia repair. Anesthesia: general. Findings: 10 x 15 cm dualmesh placed. Estimated blood loss: 10 ml. Complications: none. Indication: this 51 yr old man has recurrent incisional hernia. He previously donated left kidney for transplant to a friend via hand assisted laparoscopic approach. A year later he developed an incisional hernia treated with laparoscopic hernia repair. About a month ago he started working at a hog production farm, developed a cough, and the hernia recurred and was symptomatic. He is to have the hernia repaired again. The cough has improved. Details of procedure: ¿the abdomen was prepped and draped in sterile fashion, 1% lidocaine was infiltrated and skin nick made, veress needle inserted in right upper abdomen somewhat laterally, and 15 mm co2 pneumoperitoneum established. A nonbladed 5 mm trocar was inserted, and 5 mm 30 degree scope. The hernia was visualized and under laparoscopic visualization, a 12 mm port and a second 5 mm port placed in the right lateral abdomen at prior skin trocar scars. Bowel was not adherent to the hernia. There was some omentum adherent that was taken down bluntly and with cautery. The mesh appeared to have pulled away from the right lateral aspect, and the 4 cm fascial defect visualized. After cleaning off the anterior abdominal wall, a dual mesh 10 x 15 cm x 1 mm was selected. It was marked with ink for orientation, and a total of 8-0 gore-tex sutures were placed in it circumferentially. It was rolled up, placed intraperitoneally, unrolled and oriented properly with the rough side toward the abdominal wall. Under laparoscopic visualization, 8 skin nicks were sequentially made circumferentially 3-4 cm away from the fascial defect, and a suture passer used to pull each of the strands of the gore-tex sutures through. The sutures were tied down leaving not too much tension on the mesh, yet not too loose. The 5mm tacker was used to secure the mesh further circumferentially between sutures. There was no internal injury. Suture passer was used to pass 2-0 vicryl at the 10 mm trocar site to close that, trocars were removed, and trocar sites closed with 4-0 monocryl. Steri-strips and sterile dressing were placed throughout.¿ (B)(6) 2017: (B)(6). Office notes. Chief complaint: left swollen testicle x 2-3 days. Minimal pain, but uncomfortable. Denies injury. He recently had an incisional hernia repair and wonders if it is related. History of present illness: testicular swelling for past 2-3 days. Has a history of abdominal hernia. States all his problems started after donating his kidney. Denies abdominal pain, dysuria, hematuria. No similar complaints in the past. Surgical history: hernia repair (2015), kidney donor (2014), hemmroids [sic] (2009). Social history: alcohol denies, never smoker. Exam: weight 104.69 kg, bmi 33.12. Abdomen soft, non-tender, non-distended, no masses. Left testicle visibly larger than the right. No tenderness in the right testicle. Volume of the left testicle appears similar. Unable to examine thoroughly due to tenderness of the scrotum. Assessment/plan: swollen testicle. Given the duration, previous history, presentation and exam findings, I suspect indirect inguinal hernia. Will obtain testicular ultrasound. Follow-up with results. (B)(6) 2018: (B)(6). Office notes. Chief complaint: diarrhea x 8-9 days. States everyday he has had bright red blood clots in his stools. Also having pain in groin area. History of present illness: acute complaint of bright red blood per rectum for past 8-10 days. Reports some tenesmus [cramping rectal pain]. States he has had internal hemorrhoids before. Also reports some abdominal pain discomfort today. Surgical history: nerves burnt in his back (04/2017), hernia repair (2017), hernia repair (2015), kidney donor (2014), hemmroids [sic] (2009). Social history: alcohol 1-2 times per year, never smoker. Exam: weight 114.31 kg, bmi 36.16. Abdomen soft, suprapubic tenderness to palpation, non-distended, no masses. There is a non-inflamed non-tender external hemorrhoid; tenderness with rectal exam; no frank blood. Unable to evaluated due to pain; suspect fissure. Assessment/plan: bright red rectal bleeding, anal fissure, abdominal pain. Ordered xr abdomen kub. Likely seen for internal hemorrhoids however based on the rectal exam anal fissure cannot be ruled out. Topical lidocaine as well as steroid if tolerated. (B)(6) 2018: (B)(6). Radiology-xr abdomen/kub [kidney, ureters, bladder]. Reason for exam: abdominal pain. Impression: no acute process in the abdomen. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: updated combo product field, added PMA/510k #. H4: added device manufacture date. H6: updated method/results codes. Conclusion remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2017: (B)(6) medical center. Implant record. Implant name: graft mesh surgical biomaterial ova (B)(6). Manufacturer: wl gore and associates incorpo. Serial no: (B)(4). Model/cat no: 1dlmcp03. Action: implanted. Area: abdomen. Gore dual mesh plus. Sty x1. The records confirm a gore® dualmesh® plus (1dlmcp03/14156279) was implanted during the procedure. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added additional information. -revision surgery (confirmed (B)(6) 2017). A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f28: appropriate term/code not available. H6: medical device component: g07001: part/component/sub-assembly term not applicable. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. Based upon the information received, both devices remain in the patient and were not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Medical records: the known medical records span august 30, 2012 through october 26, 2018 and not all records received in this time span are relevant to the two gore® dualmesh® plus biomaterial devices. Records from october 16, 2015 through september 21, 2016 were not provided. Patient information: medical history: obesity (B)(6) 2009: 240 lbs.; bmi 32.5 (B)(6) 2012: 226 lbs.; bmi 30.7 ­ (B)(6) 2015: 251lbs.; bmi 34 (B)(6) 2016: 244 lbs.; bmi 33.1 (B)(6) 2019: 251 lbs.; bmi 34 prior surgical procedures: on (B)(6) 2014: hand assisted laparoscopic left donor nephrectomy on (B)(6) 2015: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial. On (B)(6) 2017: laparoscopic incisional hernia repair. Implant: gore® dualmesh® plus biomaterial. Implant #1 preoperative complaints: on (B)(6) 2015 ¿follow-up donor nephrectomy. Now presents with complaint of lump at umbilical incision. Has enlarged over past few months, causes some discomfort. Goes back in ¿easily¿ when lays down. Job is strenuous, requires heavy lifting. Exam: abdomen: soft, nondistended, healed umbilical scar, palpable defect measuring approximately 2 cm to 3 cm in diameter, easily reducible, mild tenderness.¿ ¿incisional hernia at the kidney extraction site at the umbilicus.¿ on (B)(6) 2015: ¿healed umbilical scar, palpable defect measuring approximately 2 cm to 3 cm in diameter, easily reducible, mild tenderness.¿ on (B)(6) 2015: ¿had hand assisted laparoscopic nephrectomy in 2014, and now has symptomatic reducible hernia at hand assist site at periumbilical incision.¿ implant #1 procedure: laparoscopic ventral hernia repair. Implant: gore® dualmesh® plus biomaterial (13922426/1dlmcp06) 18cm x 24cm. Implant #1 date: (B)(6) 2015 description of hernia being treated: ¿the abdomen was prepped and draped in the sterile fashion, 15 lidocaine was infiltrated, 5 mm incision made in the right anterolateral abdomen, veress needle inserted, and 15 mm co2 pneumoperitoneum established. A 5 mm trocar was placed, and 30 degree camera used to visualize the abdomen. Under lap visualization, a second 5 mm trocar was placed in the lower left abdomen and a 12 mm port between that. The hernia was visualized, had omentum in its contents. The omentum was taken down with blunt and cautery dissection and the hernia defect identified and omentum swept away for several centimeters around the defect. There were not a lot of adhesions.¿ ¿8 by 7 cm defect.¿ implant size and fixation: ¿a piece of dualmesh 10 x 15 cm x 1.0 mm was selected, four interrupted sutures of 2-0 gore-tex suture were placed on it at four quadrants, it was rolled up, inserted into the abdomen and unrolled. Four skin nicks were made in the skin several centimeters away from the fascial defect, and the suture passer was used to pull these sutures through as abdominal wall transfixion sutures. The sutures were then tied down, and I realized that the mesh was very tight and did not provide good coverage and that a larger mesh was needed. The sutures were taken down and the mesh removed. It should be noted that in the placing of the left transfixion suture, some abdominal wall bleeding occurred, and this was controlled with tying the suture down. A larger piece of mesh was selected, cut to approximately 18 x 15 cm, to allow for better fascial overlap, four interrupted sutures of 0 prolene placed in the four quadrants, mesh rolled up, inserted in the abdomen, unrolled, and the prolene sutures were brought through with the suture passer at the four stab incisions. This time, the mesh lay against the anterior abdominal wall without excess tension and with an approximately 5 cm overlap throughout. The tacker was used to further secure the mesh circumferentially. The 12 mm port site was closed with a single 0 vicryl suture using the suture passer, pneumoperitoneum reduced, skin closed with 4-0 monocryl, and steri-strips and sterile dressing applied.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2016 ¿left upper quadrant pain x 1 week present intermittently becoming constant. Pain radiates to back. Has been feeling clammy also, no fevers. Nauseated x 1 week.¿ on (B)(6) 2016: x-ray abdomen: ¿no free air or evidence of obstruction.¿ on (B)(6) 2016: ¿presents with abdominal pain. Onset was 1 week ago, fluctuating in intensity, sharp, radiating none, exacerbating factor none, relieving factor is heating pad. Reports that 3 years ago he donated his left kidney and reports that the pain is in that general location. Has had associated nausea with dizziness, blurred vision, occasional arm pain, and possible blood in bowel movements.¿ ¿abdominal pain, mild, left upper quadrant, left lower quadrant, pain.¿ discharged to home.¿ implant #2 preoperative complaints: on (B)(6) 2017: ¿had prior incisional hernia repair (B)(6) 2015, noted a tender bulge in the right upper abdomen two days ago while at work. The bulge did go down. It was sore enough that he left work after it came on. It also involved some the pain in the right testicle and right upper medial thigh. He does not notice a bulge when sitting or lying down but does notice it when standing. He developed an incisional hernia 1.5 years after the kidney donation, and had laparoscopic repair with an 18 x 15 cm dualmesh, with four transfascial sutures and a number of tacks, and had unremarkable recovery. He recalls having right testicle pain when the incisional hernia first occurred. He has had a dry cough for about a month since starting work on a hog farm, and describes the work place being very dusty. The cough was particularly bad about one week ago, but has subsided.¿ ¿mildly obese, soft. Mild tenderness at a fascial defect at the upper right end of prior repair. The defect feels about 3 cm diameter; I can feel the edge of mesh which has pulled away. Reducible. No sign of infection. No organomegaly. No inguinal hernia on exam supine or standing. Right testicle is normal. Right testicle and structures above it mildly tender.¿ ¿has a recurrent incisional hernia at site of prior hernia repair site. The mesh appears to have pulled away at the upper right edge. He is tender there, and it should be repaired. I recommend laparoscopic repair with a new piece of mesh sutured to both the existing mesh and to the abdominal wall around the defect.¿ on (B)(6) 2017 ¿this 51 yr old man has recurrent incisional hernia. He previously donated left kidney for transplant to a friend via hand assisted laparoscopic approach. A year later he developed an incisional hernia treated with laparoscopic hernia repair. About a month ago he started working at a hog production farm, developed a cough, and the hernia recurred and was symptomatic.¿ implant #2 procedure: laparoscopic incisional hernia repair. Implant: gore® dualmesh® plus biomaterial (14156279/1dlmcp03) 10cm x 15cm, oval. Implant #2 date: (B)(6) 2017 description of hernia being treated: ¿the abdomen was prepped and draped in sterile fashion, 1% lidocaine was infiltrated and skin nick made, veress needle inserted in right upper abdomen somewhat laterally, and 15 mm co2 pneumoperitoneum established. A nonbladed 5 mm trocar was inserted, and 5 mm 30 degree scope. The hernia was visualized and under laparoscopic visualization, a 12 mm port and a second 5 mm port placed in the right lateral abdomen at prior skin trocar scars. Bowel was not adherent to the hernia. There was some omentum adherent that was taken down bluntly and with cautery. The mesh appeared to have pulled away from the right lateral aspect, and the 4 cm fascial defect visualized.¿ implant size and fixation: ¿after cleaning off the anterior abdominal wall, a dual mesh 10 x 15 cm x 1 mm was selected. It was marked with ink for orientation, and a total of 8-0 gore-tex sutures were placed in it circumferentially. It was rolled up, placed intraperitoneally, unrolled and oriented properly with the rough side toward the abdominal wall. Under laparoscopic visualization, 8 skin nicks were sequentially made circumferentially 3-4 cm away from the fascial defect, and a suture passer used to pull each of the strands of the gore-tex sutures through. The sutures were tied down leaving not too much tension on the mesh, yet not too loose. The 5mm tacker was used to secure the mesh further circumferentially between sutures. There was no internal injury. Suture passer was used to pass 2-0 vicryl at the 10 mm trocar site to close that, trocars were removed, and trocar sites closed with 4-0 monocryl.¿ no post-operative records were provided. Relevant medical information: on (B)(6) 2017: ¿in the past couple of weeks, he has had focal sharp pain in the right abdomen, when he sleeps at night and rolls on his belly it occurs and also when getting in or out of truck or sitting up. It lasts 3 minutes or less. He has been back to work at the hog farm a total of 1 day. Abdomen: soft, nontender. There is no hernia recurrence. I cannot trigger the pain he has, but he points to an area at a suture fixation site from the repair.¿ ¿focal abdominal pain related to laparoscopic ventral hernia repair, likely muscle tear or nerve twig irrigation [sic] from a fixation suture. It should get better on its own, may take weeks. No investigations or remedies recommended.¿ on (B)(6) 2017 ¿testicular swelling for past 2-3 days. Has a history of abdominal hernia. States all his problems started after donating his kidney. Denies abdominal pain, dysuria, hematuria. No similar complaints in the past.¿ ¿given the duration, previous history, presentation and exam findings, I suspect indirect inguinal hernia.¿ on (B)(6) 2018 ¿acute complaint of bright red blood per rectum for past 8-10 days. Reports some tenesmus [cramping rectal pain]. States he has had internal hemorrhoids before. Also reports some abdominal pain discomfort today.¿ ¿abdomen soft, suprapubic tenderness to palpation, non-distended, no masses. There is a non-inflamed non-tender external hemorrhoid; tenderness with rectal exam; no frank blood. Unable to evaluated due to pain; suspect fissure.¿ on (B)(6) 2018: x-ray abdomen: ¿no acute process in the abdomen.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, both devices remain in the patient and were not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 14156279 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added medical history. Codes 4118/3221 - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6) 2015, including records of hand assisted laparoscopic left donor nephrectomy, were not provided. On (B)(6) 2015: history and physical. Follow-up donor nephrectomy. Now presents with complaint of lump at umbilical incision. Has enlarged over past few months, causes some discomfort. Goes back in ¿easily¿ when lays down. Job is strenuous, requires heavy lifting. Exam: abdomen: soft, nondistended, healed umbilical scar, palpable defect measuring approximately 2 cm to 3 cm in diameter, easily reducible, mild tenderness. Impression/plan: incisional hernia at the kidney extraction site at the umbilicus. After full discussion, the patient wishes to undergo laparoscopic ventral hernia repair. I have recommended the patient wear an abdominal binder to give him support, especially during his strenuous job. On (B)(6) 2015: history and physical. Exam: abdomen: healed umbilical scar, palpable defect measuring approximately 2 cm to 3 cm in diameter, easily reducible, mild tenderness. Impression/plan: incisional hernia midline by umbilicus. I have discussed both laparoscopic as well as open repairs for him. Wishes to undergo laparoscopic ventral hernia repair. The risks of surgery include bleeding, infection, injury to intraabdominal structures, recurrence of hernia, infection of mesh, and postoperative pain. Particularly with a laparoscopic ventral hernia repair. On (B)(6) 2015: operative report. Pre/postop diagnosis: incisional hernia, non-obstructing. Procedure: laparoscopic ventral hernia repair. Findings: 8 by 7 cm defect. Dualmesh 18 by 15 cm placed. Indication: had hand assisted laparoscopic nephrectomy in 2014, and now has symptomatic reducible hernia at hand assist site at periumbilical incision. Details of procedure: ¿the abdomen was prepped and draped in the sterile fashion, 15 lidocaine was infiltrated, 5 mm incision made in the right anterolateral abdomen, veress needle inserted, and 15 mm co2 pneumoperitoneum established. A 5 mm trocar was placed, and 30 degree camera used to visualize the abdomen. Under lap visualization, a second 5 mm trocar was placed in the lower left abdomen and a 12 mm port between that. The hernia was visualized, had omentum in its contents. The omentum was taken down with blunt and cautery dissection and the hernia defect identified and omentum swept away for several centimeters around the defect. There were not a lot of adhesions. A piece of dualmesh 10 x 15 cm x 1.0 mm was selected, four interrupted sutures of 2-0 gore-tex suture were placed on it at four quadrants, it was rolled up, inserted into the abdomen and unrolled. Four skin nicks were made in the skin several centimeters away from the fascial defect, and the suture passer was used to pull these sutures through as abdominal wall transfixion sutures. The sutures were then tied down, and I realized that the mesh was very tight and did not provide good coverage and that a larger mesh was needed. The sutures were taken down and the mesh removed. It should be noted that in the placing of the left transfixion suture, some abdominal wall bleeding occurred, and this was controlled with tying the suture down. A larger piece of mesh was selected, cut to approximately 18 x 15 cm, to allow for better fascial overlap, four interrupted sutures of 0 prolene placed in the four quadrants, mesh rolled up, inserted in the abdomen, unrolled, and the prolene sutures were brought through with the suture passer at the four stab incisions. This time, the mesh lay against the anterior abdominal wall without excess tension and with an approximately 5 cm overlap throughout. The tacker was used to further secure the mesh circumferentially. The 12 mm port site was closed with a single 0 vicryl suture using the suture passer, pneumoperitoneum reduced, skin closed with 4-0 monocryl, and steri-strips and sterile dressing applied.¿ on (B)(6) 2015: implant record. Graft mesh surgical biomaterial oval dua. Serial no: (B)(6). Model/cat no: 1dlmcp03. Action: wasted. Manufacturer: wl gore and associates incorpo. On (B)(6) 2015: implant record. Mesh dual plus 1mmx18m24cm. Serial no: (B)(6). Model/cat no: 1dlmcp06. Area: abdomen. Action: implanted. Number used: 1. Manufacturer: wl gore and associates inc. The records confirm a gore® dualmesh® plus ((B)(6)/13922426) was implanted during the procedure. Records for revision surgery were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 1/20/2014, including records of hand assisted laparoscopic left donor nephrectomy, were not provided. (B)(6) 2014: osf healthcare system. Steven j. Ullenius, m.d. Radiology-CT abdomen/pelvis. Indication: kidney donor evaluation. Stomach and visualized esophagus: probable small hiatal hernia. (B)(6) 2017: timothy p. O¿connor, md. Office visit. In the past couple of weeks, he has had focal sharp pain in the right abdomen, when he sleeps at night and rolls on his belly it occurs and also when getting in or out of truck or sitting up. It lasts 3 minutes or less. He has been back to work at the hog farm a total of 1 day. Abdomen: soft, nontender. There is no hernia recurrence. I cannot trigger the pain he has, but he points to an area at a suture fixation site from the repair. Assessment/plan: focal abdominal pain related to laparoscopic ventral hernia repair, likely muscle tear or nerve twig irrigation from a fixation suture. It should get better on its own, may take weeks. No investigations or remedies recommended. Rtc prn. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4) - product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2015, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby an "alleged gore device" was implanted. It was reported the patient alleges the following injuries: revision surgery. Additional event specific information was not provided.